Event description:
It was reported that when using the bd pyxis¿ medflex 2000, there was an issue with logging in. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the employee had issue with logging in. A technical support specialist assisted the user with logging in using their user ID and password. The user was then able to successfully re enroll their fingerprint. The system functioned as intended after the technical support specialist investigated the device.